Event description:
Two ventilator changed at the same time but its keep on alarming stated insufficient gas, patient was critically ill and need to move to another bed side with all equipments surroundings including ventilator and infusion pumps and high risk for the patient safety and quality nursing care by mobilizing around heavy equipments due to this gas inlet issue.